Event description:
It was reported that balloon rupture occured. Vascular access as was obtained utilizing an ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a guide wire crossed the leison, a 1.5 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. Dilatation was then performed again using a different device. No patient complications were reported.